Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of an right atrial (ra) lead, the lead got stuck on in the superior vena cava (svc) and would not advance to the right atrium. The ra lead was removed and it was noted that the lead helix was stretched. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for evaluation. The helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. Electrical testing found the continuity was complete in the distal and proximal conductors. If information is provided in the future, a supplemental report will be issued.